Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemostasis procedure performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the handle had no issues. The trip wire was properly cinched into the handle slot and wound around the drum. The deployment thread with no knots was attached to the ligator head only. In addition, it was noticed that the end of the deployment thread appeared frayed. A visual inspection of the ligator head found seven un-deployed bands with no damage to the teeth on the ligator head. Functionally, the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The deployment thread on the ligator head was pulled to deploy the bands. Two bands were tested and the two bands deployed as designed. The most probable root cause has been determined to be operational context, as evident by the deployment thread being frayed/broken. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemostasis procedure performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.